Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the tube under filled with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter: serum tube (cat) did not fill until the fill line during blood collection. A new tube had to be drawn.

Event description:
It was reported that during use the tube under filled with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter: serum tube (cat) did not fill until the fill line during blood collection. A new tube had to be drawn.

Manufacturer narrative:
H.6 investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.